Manufacturer narrative:
(B)(6). (B)(4). Device is a combination product. (B)(4). Device evaluated by manufacturer the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal struts 1 and 2 are pulled in distal direction. The damage to the stent is consistent with force/resistance being encountered with the stent delivery system. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found hypotube kinks along the full catheter length. A visual and tactile examination also found no issues with the shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-jun-2016. It was reported that crossing difficulties were encountered. A 2.50x16mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.